Event description:
The lead was electively explanted. Failure analysis indicates a hole in the outer insulation at proximal end of j stiffener wire.

Event description:
Previously reported as electively explanted. The lead was explanted due to loss of sensing and capture as a result of lead dislodgement.